Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the deflectable videoscope exhibited adhesive peeling on the tip of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: although we have not received the actual product, it is presumed that the defective event was caused by stress of repeated use, external factors or handling of the device. The subject event can be detected and prevented by implementation in accordance with the below instructions for use: instructions for ltf-s300-10-3d, operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.